Event description:
Allegedly the patient was revised due to a failed right thr with suspected metal-on-metal adverse soft tissue effects. During revision surgery it was found the hip capsule to be somewhat thin and full of fluid. The anterior lining of the hip joint space was evaluated. The tissue had a gray appearance with darker metal staining circumferential.(right).